Event description:
After the third pass, the device was "hanging up" upon removal. Fluoroscopy showed that the nosecone had separated from the catheter and the wire had wrapped around it. The device was removed without further complications.

Manufacturer narrative:
Device not returned to MFR for eval. Suspected problem identified in results and conclusions. Retroactive audit of complaint files determined filing.